Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h10 - the adverse event has been reported to: FDA (report no. 3008478369-2024-00044). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please indicate patient identifiers (age, gender) 2. For which indication was surgiflo used? Which type of bleeding 3. What was the indication for surgery? 4. When was the surgery performed? 5. At what date did the event occur? 6. Were other devices used to obtain hemostasis? 7. Was surgiflo removed after hemostasis was achieved or left 8. How much surgiflo was used? 9. How was the hematoma/s treated? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown daate and absorbable hemostat was used. The or manager reported on behalf of the surgeon and his pa igor, that they are frustrated with the absorbable hemostat. They prefer floseal over the absorbable hemostat. They believe floseal is much more granular and sticks/adheres to the tissues of the bleeding site, where they have noticed that the absorbable hemostat isn't adhering as well as floseal even after they wait 3 minutes. They are still noticing bleeding at the bleeding site. There have been two patients that have come back with hematomas which were able to be treated with medication but, igor the pa believes this is due to the change to the absorbable hemostat over floseal. Additional information was requested.